Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing. The ICD therapy history showed diverted shocks. The lead was tested and measurments were fine. Further information has been requested, and will be reported when it becomes available.